Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Charred tissue buildup was observed on the jaws. The heater wire was flexed away at the center of the hot jaw but remained attached at the tip and base of the jaw. Based on the condition of the device as returned, the reported complaint was confirmed for the reported failure mode "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro scissors separated. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro scissors separated. The hospital did not report any patient effects.